Manufacturer narrative:
Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that the patient had a revision in ¿2006 or 2007¿ in which the implantable neurostimulator was ¿lifted¿ because it was ¿banging¿ on her hip due to weight loss.